Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient called the clinic stating that they had been having a reoccurring alarm. The patient was seen in clinic the following day and pump logs were downloaded and sent in house. The driveline power fault alarm was silenced and the event was explained to patient and patient went home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power fault alarm could not be conclusively determined through this investigation as no log file data from the time of the reported event was provided by the account. The patient called the clinic on (B)(6) 2019 stating that the had been experiencing a recurring alarm. The patient was seen in the clinic on (B)(6) 2019 where an in-house log file review revealed a driveline power fault alarm. The alarm was silenced, the alarm was explained to the patient, and the patient was sent home. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU and patient handbook explains all system alarms, including the driveline power fault, and the recommended actions associated with them. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.